Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the rate response of the minute ventilation (mv) feature of this implantable pacemaker was not as expected. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.